Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 16-oct-2020. The most recent information was received on 22-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure removed by tube removal, but 2 mm fragment remains in the uterus') in an adult female patient who had essure (batch no. 846840) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), sinusitis ("sinusitis"), tendonitis ("tendonitis"), menorrhagia ("haemorrhagic menstrual periods"), vertigo ("vertigo") and ear discomfort ("pressure in the ears"). In (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("device removed by tube removal, but 2 mm fragment remains in the uterus"). On an unknown date, the patient experienced depressed mood ("great sadness"). The patient was treated with surgery (essure removed by tube removal on (B)(6) 2017, but 2 mm fragment remains in the uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, headache, sinusitis, tendonitis, menorrhagia, vertigo, ear discomfort, depressed mood and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, depressed mood, device breakage, ear discomfort, headache, menorrhagia, pelvic pain, sinusitis, tendonitis and vertigo with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(4) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure removed by tube removal, but 2 mm fragment remains in the uterus') in an adult female patient who had essure (batch no. 846840) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), sinusitis ("sinusitis"), tendonitis ("tendonitis"), menorrhagia ("haemorrhagic menstrual periods"), vertigo ("vertigo") and ear discomfort ("pressure in the ears"). In (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("device removed by tube removal, but 2 mm fragment remains in the uterus"). On an unknown date, the patient experienced depressed mood ("great sadness"). The patient was treated with surgery (essure removed by tube removal on (B)(6) 2017, but 2 mm fragment remains in the uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, headache, sinusitis, tendonitis, menorrhagia, vertigo, ear discomfort, depressed mood and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, depressed mood, device breakage, ear discomfort, headache, menorrhagia, pelvic pain, sinusitis, tendonitis and vertigo with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 16-oct-2020. The most recent information was received on 29-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('essure removed by tube removal, but 2 mm fragment remains in the uterus') in an adult female patient who had essure (batch no. 846840) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), sinusitis ("sinusitis"), tendonitis ("tendonitis"), menorrhagia ("haemorrhagic menstrual periods"), vertigo ("vertigo") and ear discomfort ("pressure in the ears"). In (B)(6) 2017, the patient experienced device breakage (seriousness criterion medically significant) and complication of device removal ("device removed by tube removal, but 2 mm fragment remains in the uterus"). On an unknown date, the patient experienced depressed mood ("great sadness"). The patient was treated with surgery (essure removed by tube removal on (B)(6) 2017, but 2 mm fragment remains in the uterus). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, headache, sinusitis, tendonitis, menorrhagia, vertigo, ear discomfort, depressed mood and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, depressed mood, device breakage, ear discomfort, headache, menorrhagia, pelvic pain, sinusitis, tendonitis and vertigo with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.